Event description:
As reported, the plug of a 5f exoseal vascular closure device (vcd) could not be fully deployed during an angiography procedure using a retrograde approach. Manual compression was used to achieve hemostasis and complete the diagnostic angiography procedure. There was no reported patient injury. Angiography confirmed that the femoral artery was suitable, including an appropriate insertion angle and a vessel diameter of at least 5 mm. There was no calcium, plaque, nearby stent, or stenosis greater than 50%, and the site had not been previously closed within 30 days. There were no signs of hematoma, arteriovenous fistula, or pseudoaneurysm prior to vcd use. A non-cordis sheath was used, and no difficulty was encountered when connecting it to the vcd. The deployment button was fully depressed, and the vcd and sheath were removed together 1¿2 seconds later. Upon removal, pulsatile blood flow was observed from the bleed-back port. The plug did not fall out but was found partially deployed and partially protruding from the shaft. The indicator wire remained visible. The device was returned for evaluation.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the plug of a 5f exoseal vascular closure device (vcd) could not be fully deployed during an angiography procedure using a retrograde approach. The plug did not fall out but was found partially deployed and partially protruding from the shaft. The indicator wire remained visible. Manual compression was used to achieve hemostasis and complete the diagnostic angiography procedure. There was no reported patient injury. Angiography confirmed that the femoral artery was suitable, including an appropriate insertion angle and a vessel diameter of at least 5 mm. There was no calcium, plaque, nearby stent, or stenosis greater than 50%, and the site had not been previously closed within 30 days. There were no signs of hematoma, arteriovenous fistula, or pseudoaneurysm prior to vcd use. A non-cordis sheath was used, and no difficulty was encountered when connecting it to the vcd. The deployment button was fully depressed, and the vcd and sheath were removed together 1¿2 seconds later. Upon removal, pulsatile blood flow was observed from the bleed-back port. One non-sterile 5f exoseal vascular closure device was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was not locked. The plug was received in its manufactured position, and the indicator wire was found fully deployed. A 5f non-cordis catheter sheath introducer was returned and inserted on the device. It was also observed that the indicator window was received in the black/white position. During this visual analysis, no additional anomalies were observed or reported. A deployment simulation evaluation was performed. During this analysis, the guard locking attempt was performed and successfully completed. The indicator wire was then pulled to achieve the black/black position in the indicator window, followed by full depression of the deployment lever, achieving indicator wire retraction and expected plug deployment. Subsequently, the indicator window reached the black/white/red position as intended. A dimensional analysis of the delivery shaft inner diameter was conducted on the received unit and the result obtained was within specification. A high-magnification microscopic evaluation was executed to examine the internal mechanism. During this analysis, no abnormal conditions were observed. The reported events of ¿vascular closure device (vcd) deployment difficulty partial deployment¿ and ¿indicator wire unable to retract¿ were not observed through analysis of the returned device as the device was returned with the deployment lever not depressed, the plug in its manufactured position, cowling guard not locked, and indicator wire deployed. During functional analysis the cowling guard was fully depressed, deployment lever fully depressed, full transition of the indicator window, indicator wire retraction, and plug deployment. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the partial deployment event reported as the returned device did not match the event description. However, as the device was received with the cowling guard not locked, it is likely that any issues experienced when attempting to use the device may be related to handling factors of the cowling guard during use as the condition indicates an incomplete depression of the cowling guard may have occurred. Additionally, it was reported that the deployment button was fully depressed and the plug was partially deployed; however, the device was received with the deployment button not depressed and the plug in its manufactured position. It should be noted that since the deployment lever of the received device was not depressed, it is expected that the plug would not be deployed from the unit. According to the instructions for use (IFU), which is not a mitigation of risk, ¿the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. The user is then instructed to press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. The IFU cautions that care should be taken to ensure no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button, the user is instructed to retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.